Event description:
Before using a sumatriptan injection manufactured by par pharmaceutical, the prefilled autoinjector pen discharged when removed from the carrying case. This report is being generated by the patient's pharmacist. This event was reported to the manufacturer's toll free number, but there was not an appropriate response received from their representative. The lot number is c419453, exp: apr 2011. Dose or amount: 4mg. Frequency: twice in 24 hours. Route: sq. Dates of use: (B)(6) 2010 -- (B)(6) 2010. Diagnosis or reason for use: migraine headache.